Event description:
Discordant, falsely elevated potassium (k) results were obtained on patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated after recalibration, resulting as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a preventive maintenance and discovered that the k results on patient samples were elevated. The cse performed the recalibration and reran the patient samples, which were resulting as expected. The cse evaluated and cleaned the ion-selective electrode (ise). The cse also ran a hot water flush as a part of preventive maintenance. The cse recommended the customer to perform a calibration run along with the qc run prior to the late day runs, but after protein is run across the electrodes. The cause of discordant, falsely elevated k results on patient samples is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.